Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was trying to get their communicator to "stop blinking". The caller was trying to connect, but they were getting the "device not responding" screen. They noted that they were able to connect on the day of implant, but they started having some troubles connecting. The caller wants to connect because they want to decrease stimulation down a bit. They noted that they believed that they "turned [the] stimulator too high" because it was "interfering with something" (the patient was not clear as to what was interfering with the ins or what was being interfered as a result of the ins). The caller briefly mentioned that their wound was "leaking yesterday, but today it's not". The call center had the patient try connecting and caller was able to connect; stimulation was then decreased. The call center then reviewed healing considerations and post surgical instructions in regards to cleanliness of the external device information. They were also redirected to their healthcare provider (hcp) for setting recommendations. The patient mentioned that they have a follow up in three weeks. No further patient complications have been reported as a result of this event.